Event description:
The physician attempted to deploy an endeavor resolute 2.75 x 30 mm rx drug eluting stent. The target lesion was very calcified. The lesion was in the lad and was pre-dilated. As the stent was being advanced and the tip reached the lesion, resistance was encountered at the site of the lesion and the stent got hooked due to calcification. The stent partially lifted off the balloon. The stent was retained on the delivery catheter and was successfully removed. Another stent was used. There were no patient complications. Device evaluation: the stent was present on the balloon but was severely stretched and extended beyond the distal tip of the device. The 1st nine proximal stent segments were intact; all remaining segments were severely deformed and stretched. The balloon had not been inflated. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the target lesion was very calcified) deformation. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the target lesion was very calcified). (B)(4).